Event description:
Updated event: it was reported on (B)(6) 2020, the patient underwent a removal of the fns implants due to due to femoral head necrosis. During the procedure, the surgeon had difficulty in removing the locking screw due to bone quality, detention, and load on the screw. There are no pieces in the patient. The surgeon confirmed by x-ray. The scheduled reoperation surgery time was about 30 minutes. The surgery was extended for about 40 minutes. The procedure was successfully completed. The patient outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4,h6 investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 412.213s, lot: l999611, this mre review is for sterilization procedure only, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03.august 2018, expiry date: 01.july 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part: 412.213, lot: l931794, manufacturing site: mezzovico, release to warehouse date: 14.june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020, the patient underwent a removal of the fns implants due to due to femoral head necrosis. During the procedure, the surgeon had difficulty in removing the screw due to bone quality, detention, and load on the screw. The scheduled reoperation surgery time was about 30 minutes. The surgery was extended for about 40 minutes. The patient status and the procedure outcome are unknown. Concomitant device reported: bolt (part#: 04.168.285s, lot#: l851951, quantity: 1). Screwdriver for removal (part#: ksi-t00001, lot#: 20190052, quantity: 1). Antirotation screw (part#: 04.168.485s, lot#: l769354, quantity: 1). This complaint involves two (2) devices. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This is report 2 of 2 for (B)(4).